Event description:
Customer reported that two weeks prior to contacting customer service, he was unable to test due to his adc blood glucose meter turning on and then powering off after test strip insertion. Customer further reported paramedics were called and he was "given an insulin shot by an attendant", however, no further information regarding the medical event was provided by the customer as he declined to continue troubleshooting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown.all pertinent information available to abbott diabetes care has been submitted.